Event description:
The accounts maintenance stated when he engaged the brake/steer petal into brake; the brakes do not hold and will then pop back into the neutral position.

Manufacturer narrative:
The accounts maintenance replaced the brake detent to repair the bed.